Event description:
It was reported that stent damage occurred. The 2.3mm x 20mm, 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad). A 2.25 x 20 synergy ous mr drug eluting stent was advanced for treatment. However, the device could not cross the lesion as the physician repeatedly inflated the stent by predilated balloon. It was then noted that the tip of the stent strut was lifted. The procedure was not completed. There were no patient complications reported. There were no patient complications reported and the patient status was stable.